Event description:
It was reported that the patient's right ventricular (rv) lead was suspected to have fractured as evidenced by high impedance and intermittent capture. The lead remains in use after device replacement as it was reported the patient is infrequently ventricular paced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).